Event description:
An error message was reported with the adc device in use with samsung a23 with android operating system version 13. Customer received a "replace sensor/sensor ended" message and was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as a seizure and a loss of consciousness and was unable to self-treat, requiring hcp administration of intravenous glycogen for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. The customer experienced a "replace sensor" message with the freestyle librelink application. Product quality engineering attempted to replicate the reported issue using a cellular device not identical to the actual device, but which shares relevant characteristics with the device involved and android 13 app version 2.8.4.9335, and was not able to reproduce the complaint. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.